Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-3000 clamp would not hold onto the blade. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. There was no evidence of blood on the device. A functional test was performed to test the mount. The device successfully mounted on the acessrail platform. Based upon the findings above, the reported complaint "xp-3000 clamp would not hold onto the blade" could not be confirmed. (B)(4).